Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with bubbled downstream occlusion (dso) seal and contaminated battery compartment. During analysis, the customer's problem was confirmed. The device's delivery accuracy was running at three different tests, all of the test were found to be over the manufacturing specifications therefore, recommend that the pump's expulsor be replaced to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "failed volume testing (21.46, 21.41)". No patient injury reported.